Event description:
It was reported that during a cardiovascular (cv) procedure, the device was scissoring. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.